Manufacturer narrative:
Complaint investigation underway and will be attached to this report

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the guidewire was difficult to advance due to the patient's anatomy and a dissection occurred. The procedure was converted to cea as a result of the event.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the guidewire was difficult to advance due to the patient's anatomy and a dissection occurred. The procedure was converted to cea as a result of the event.